Event description:
It was reported that during the initial inflation of a pta balloon within a vascular stent in the brachiocephalic artery, the balloon ruptured at 12atm. A snare was used to successfully retrieve the balloon from the stent. Another pta balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.